Manufacturer narrative:
This report filed january 28th, 2016. Device remains implanted.

Event description:
Per the clinic, patient experienced magnet dislodgment (date not reported). Revision surgery is planned however, has not occurred as of the date of this report, january 28th, 2016.

Manufacturer narrative:
Per the patients surgeon, it has been confirmed that the magnet is still in place. There are no plans to explant the device as of the date of this report march 2nd, 2016. Device remains implanted.